Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 770g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer were hospitalized several days and even tested positive for ketones/ diabetic ketoacidosis on unknown date. Customer received a critical pump error. The customer reported that after installing a new battery still frozen display recurred. The customer used new fresh batteries but insulin pump did not turn on and only hears a beep from the pump. Troubleshooting was performed and found out that there was a critical pump error and a blank display. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. The customer was hospitalized for high blood glucose, and alleged blank display, critical device error (open book image) alarm and frozen screen found on (B)(6) 2022 device received with blank display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to test for frozen screen due to blank display. Unable to download the traces and history file using thump or verify critical device error (open book image) alarm due to blank display. Device was cut open to perform visual inspection and corroded electric board 1, electric board 2, force sensor, lcd flex cable and battery tube. No damage noted on the motor. Using a test electric board 1 and the original electric board 2, the device had flashing medtronic logo. Using a test electric board 2 and the original electric board 1, the device had blank display. Blank display due to corroded electric board 1. Flashing medtronic logo was confirmed due to corroded electric board 2 the following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail and pillowing keypad overlay the test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the functional test due to blank display. Unable to confirm alleged high blood glucose/ketones/ketoacidosis. Blank display was confirmed. Critical device error (open book image) was unknown. Frozen screen unknown. Flashing medtronic logo was confirmed. Unable to download confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.